Event description:
The pt reported blood glucose results of "210 mg/dl, 215 mg/dl and 140 mg/dl" with the lifescan meter, performed within 20 minutes of each other. The meter, control solution and test strips were replaced.